Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for the treatment of bladder issues. It was reported that everything had been going terrific for their symptoms since they were implanted however in the last couple of days, their bladder had started to leak again. The patient had been hoping to get the name of their medtronic representative (rep) because they wanted assistance in increasing their stimulation. Patient services reviewed the role of the rep with the patient and redirected the patient to follow up with their health care provider (hcp) but offered to assist the patient. The patient agreed and patient services walked the patient through connecting to their settings and increasing their stimulation to a comfortable level. The patient is going to monitor their symptoms and noted they have a follow up appointment with their health care provider (hcp) on (B)(6) 2024 but requested that patient services alert their rep of the situation. Patient services emailed the field alerting them of the patient's request for a call. The patient's relevant medical history included the patient commented when they were going to connect to their settings and patient services advised the patient to place the communicator over their ins site, that they'd had 24 back operations and so that would be difficult however they were able to successfully place the communicator over their ins site and work with the external devices during the call. Additional information was received from the patient. They reported that for the first two weeks symptom control was perfect however right after two weeks, they gradually noticed return of leaking. Patient said that this was noticed that after they void and believe that their bladder was empty however later when they received the urge to void they started leaking when they turned to walk towards the bathroom. Patient said that initially they only changed the liner once a day however now the liners become saturated and had to change several times a day. When asked, no changes to normal diet, medications or other medical conditions, patient said that about a week ago they tried to increase setting however the next tap up on the initial program was uncomfortable. Patient said that they called a manufacturing representative yesterday ((B)(6) 2024) and reported therapy issue. Patient said was told that at this time, representative didn't have time to meet the patient. Patient requested direction regarding changing programs. Patient services reviewed therapy information and general programming guidelines. With instruction, patient successfully switched to the next program and adjusted the setting. Patient to monitor symptoms. Patient confirmed stimulation sensation is comfortable. When asked, patient said that their follow up appointment with healthcare provider is scheduled for march 8th. Additional information was received from the patient. The reason for call was patient said their bladder stimulator had gone haywire. Patient said for the first 2. 5 weeks the device worked perfectly but last night they were up 7 times changing the pads and they were super saturated. Patient called their urologist but they couldn't see the patient until april. Patient went to the ER but they did not know anything about the device. Patient services reviewed how to make an adjustment to the therapy. Patient increased the stimulation and said it was very uncomfortable. Patient changed to programs and adjusted stimulation and confirmed it was comfortable. Patient will maintain stimulation level and will continue to track symptoms. Patient services redirected to doctor if issue persists.